Event description:
Event description guidant received information that this ventricular lead was oversensing resulting in a pacing failure. The lead had lower impedance meaurements since the implant procedure. The patient had been lost to follow up.